Event description:
The manufacturer received information alleging a ventilator's settings were switching automatically. There was no harm or injury reported. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer has completed the investigation for an allegation a ventilator's settings were switching automatically. The device was returned to the manufacturer for evaluation. The device's error logs were reviewed and the customer's complaint could not be confirmed. The only notable change to the device settings occurred on 01/16/2016. The change occurred due to the software being upgraded from version 13.2.04 to version 14.1.01. Anytime the device software is upgraded, the settings change to the default settings. Labeling for the device states: "upgrading the trilogy firmware will reset the device prescription and alarm settings to factory defaults. If you are upgrading this device for use on the same patient, ensure you record all prescription and alarm settings prior to upgrading the trilogy device. Refer to the trilogy clinical manual for details". The manufacturer concludes the device operated as designed. The device was replaced for the customer.